Manufacturer narrative:
Report source foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was overdischarged. A physician mode recharge (pmr) was initiated after several attempts and the 60 minute timer screen appeared. Additional information was received from the rep. The event date was unknown; however, the follow-up appointment occurred on (B)(6) 2021. The serial number of the ins was unknown since it was overdischarged, but it was noted that it was implanted in 2012. The patient had no stimulation anymore. This was the first overdischarge, and it was unknown what the cause was. The physician mode recharge was not successful. Additional information was received from the rep. It was reported that a replacement was done on (B)(6) 2021.